Manufacturer narrative:
(B)(4). The leak occurred due to the hole, and the cause of the hole was determined to be a machine or equipment error during the manufacturing process. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp buretrol set leaked. The customer stated that the leak was coming from the tubing below the burette. This occurred during infusion of unknown medication in the pediatric department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported that this occurred in a pediatric unit. The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare - (B)(4). The device was received for evaluation. Visual inspection, pressure testing, and clear passage testing were performed. During visual inspection and pressure testing, a hole was observed in the tubing near the spike adapter. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer stated that she had no additional information regarding the event other than the fact that the nurse who was working with the patient did not notice a leak while the patient was in the pacu. If additional relevant information becomes available, a follow-up report will be submitted.